Event description:
It was initially reported that the inserter instrument was sent in a kit to the customer with blood and bioburden left in the inserter. The condition of the instrument resulted in a two hour delay to a procedure. Corrected information was later received from the sales representative who reported that the contamination had occurred with this customer. The difficulty was a result of sterile processing at the hospital with the instrument not being properly cleaned of gross material. Due to the resulting two hour delay, a medwatch report is being filed to document this event.

Manufacturer narrative:
It was reported initially that the kit was sent to sales rep at (B)(6) hospital with blood and bioburden left in the inserter. The kit was sent thru a depuy spine representative. The hospital had to wash and process the inserter. Resulted in a 2 hour delay. Additional information/clarification received from the sales rep 9/20/13 confirmed it was not the set processed by the depuy spine representative that was contaminated. It was a set processed by the hospital. The set will not be returned as it has been identified by the sales rep that this kit was not cleaned by depuy spine or its representatives. This complaint was reported in error. As such, this complaint will be closed with no complaint trending or further investigation actions required. Complaint filed in error.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.